Event description:
It was reported that during implant of the device, the physician noticed that the screw bin head was in the wrong position in the right ventricular (rv) coil channel and because of that the lead could not be properly connected to the device. Therefore the device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.